Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: one guidewire and one introducer needle were returned for evaluation. The guidewire was returned inserted into the introducer needle. Bends were noted on the guidewire and the outer coil wire was stretched near the introducer needle hub with the distal end of the inner core wire protruding through the stretched portion. The guidewire could not be advanced through the needle. Based on these findings, the investigation is confirmed for the reported guidewire advancement issue, specifically due to a frayed guidewire. The definitive root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the reported event. Potential contributing factors include insertion technique and retraction against the introducer needle bevel. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that during port assembly, the guidewire was unable to advance through the introducer needle. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that during port assembly, the guidewire was unable to advance through the introducer needle. There was no reported patient injury.